Event description:
During right thoracoscopy it was noted that the distal end of a #12mm trocar was split and a 2x1 cm piece was missing. Careful exam by the surgeon did not locate any loose fragments inside the pt. Much stress put on trocar.